Event description:
Customer reported that the pump alarmed with code 20 during pumping. Blood glucose level remained below 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the customer in attempting to load a new cartridge, but the alarm persisted. Consequently, a replacement pump was arranged. Customer was instructed to use multiple daily injections (mdi) as backup therapy, put the faulty pump into storage mode, and return it using a pre-paid label within 10 days.